Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronic assembly. The insulin pump was unable to verify alarms due to blank display. The insulin pump was received with cracked display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a change sensor alarm and a long beeping sound on their insulin pump. The customer's blood glucose at the time of incident was 118mg/dl. The customer also states a crack above the up and down arrow on the insulin pump. Troubleshooting was conducted and found external ram crc error and change sensor alarms on device history. The customer was advised that the device would have to be returned for analysis and replaced. The device is being returned and replaced.